Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received stating that the listed tracheostomy tube had split. It is unknown where the tube split, or how the tube came to be split. This information has been requested. No further information has been received at this time. There were no adverse effects to patient reported.